Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. The dislodgement was confirmed through x-ray. This lead was successfully repositioned. No additional adverse patient effects were reported.